Manufacturer narrative:
The original device was discarded by the end-user. The lot number of the device is unknown. Therefore, a DHR/lhr, device history record/lot history record, review will not be possible to complete. I am filing this medwatch report for the end-user reported that "re-sedation was necessary due to prolonged procedural length." I have tried numerous times to contact (B)(6), nurse manager of the gi lab at the (B)(6) medical center and my requests for further information regarding this incident have not been answered. It is unknown why the resedation of the patient was necessary. It is unknown if the prolonged procedure was the direct result of the product malfunctions that were experienced with the esophageal balloon dilators. Review of customer complaint history for the past twenty-four (24) months shows five (5) similar complaints for the failure mode of unable to pass balloon through endoscope; however, there are no complaints for the failure mode of balloon would not deflate, unable to remove balloon through the scope channel. Past investigations have shown that failure to follow the IFU, instructions for use, may cause the inability to pass the balloon down the scope channel of the endoscope. The IFU states as a precaution, "do not preinflate or pretest balloon dilator as this will increase its profile." Pretesting the balloon by inflation causes the diameter of the balloon to increase significantly, increasing the force required to insert it through the endoscope. The IFU lists four specific steps associated with the balloon dilator deflation and withdrawal. The IFU also states as a precaution that, "failure to follow the balloon withdrawal procedures may result in increased difficulty during withdrawal of the dilator." If relevant, additional information is received, a supplemental medwatch report will be submitted. Conmed is considering this complaint closed.

Event description:
It was reported, "during a procedure, conmed balloon dilator would not fit down the scope channel. The nurse discarded the device and selected another balloon. The second balloon went down the scope channel and inflated properly; however, upon removal, the nurse operating the balloon could not get the balloon deflated enough to remove it through the scope channel. The entire scope had to be removed. The balloon catheter was cut and pulled out." It was also reported that the patient required re-sedation due to prolonged procedure length.